Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. The system operates as intended.

Event description:
It was reported that the system displayed a "stator not on" error and would not operate. No pt injury was reported.